Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33mm, dings and scratches were noticed throughout the shaft. Also, it was noticed that a deep gauge was present towards the distal tip. A breach in the insulation was confirmed which caused the handle to fail the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.